Event description:
It was phoned in by the sales rep that the intraclude aortic occlusion device was being used and possibly contributed to an aortic dissection. The surgeon stated there was no malfunction of the device, but believed the dissection started at the "femoral cannulation site". The device was placed under fluoro into the aorta, upon inflation, they noticed the dissection. The rep stated the ascending aorta was replaced. The patient had the repair and a mitral valve replaced. CT was obtained prior to surgery and demonstrated no notable concerns. Follow up regarding the patient was stated: the patient is doing well. The patient has been extubated and sitting up in the ICU.

Manufacturer narrative:
The device was discarded by the hospital and is not available for evaluation. Since the device was not returned, any defects with the device that may have contributed to the placement difficulty cannot be established. The report does not indicate whether or not the dissection was due to a device defect. The root cause of the dissection therefore cannot be determined. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device was discarded by the hospital. No product is available for evaluation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.